Event description:
It was reported via repair work order that the toprail and spindles of the side rails were broken and both side rails would not latch as a result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.